Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. No rework or non-conformances associated with the reported event were identified. Based on the information received, the cause of the reported startup issues and subsequent cancellation remain unknown.

Event description:
During the procedure, the workmate system was unable to boot twice and the case was cancelled with non consequences to the patient. The case has been rescheduled.